Event description:
Baxter received a report from a nurse regarding a spike of a disposable set separating from the spike port of a y-set. The patient tried to place the connection between the disposable set and y-set into the clean flash device to connect the transfer set to the disconnect cap after draining. No injury or medical intervention was reported. The sample was discarded.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. The device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for separated spike was not confirmed due to lack of a sample being available for evaluation. A batch review for the problem could not be done because the lot number is unknown. The root cause could not be determined. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to watch for similar occurrence trends and will take corrective/preventive action as appropriate.